Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Additionally, the touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.